Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve, implanted in the tricuspid position, required valve in valve intervention, in (B)(6) 2011, due to recurrent tricuspid stenosis after an implant duration of five (5) years, seven (7) months. The patient was implanted with a transcatheter valve within the existing valve. No additional information has been reported.